Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that prior to PICC catheter puncture, a catheter leak was discovered when checking product integrity after pre-filling the catheter by the placing hand, resulting in additional consumption of consumables. No other information provided, at this time.

Event description:
It was reported that prior to PICC catheter puncture, a catheter leak was discovered when checking product integrity after pre-filling the catheter by the placing hand, resulting in additional consumption of consumables. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter kit. Among the kit components was one 4fr sl powerpicc solo catheter with t-lock assembly and stiffening stylet. The returned unit was leak tested by flushing the t-lock luer using water and a 12ml luer lok syringe. During testing, a leak was observed at the septum of the t-lock assembly. Microscopic inspection of the leak site found that the septum bore was larger when compared against a non-complainant unit. Pieces of the interior of the septum were sheared inside the septum bore. Comparison against the non-complainant unit found that the non-complainant unit had a smooth surface in the septum bore, potentially indicating that the damage observed on the returned unit was caused after manufacture of the product. However, there was insufficient evidence observed to conclusively determine this. Therefore, the root cause remains unknown.